Event description:
It was reported that the pump touch screen was delayed in responding to presses. Reportedly, customer continued to use the pump for insulin therapy. Additionally, it was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. The customer's blood glucose was 204 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.